Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit and positive pressure was applied, liquid was observed to be leaking from a pinhole detected in the mid-section on the balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the hypotube was completed. Multiple kinks were observed on the hypotube shaft, most notable a kink was observed on the hypotube shaft 160mm from the strain relief. No other damage or any other issues were noted with the hypotube shaft that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the tip or blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon burst occurred. The 60% stenosed target lesion was located in around 180 degree calcified plaque of the proximal right coronary artery. A 10/3.50 flextome cutting balloon catheter was selected for use. However, during first inflation at 8 atmospheres the balloon ruptured. The device was deflated and then completely removed from the patient's body with no component left inside. The procedure was completed with a different device and the patient's status was stable.

Event description:
It was reported that a balloon burst occurred. The 60% stenosed target lesion was located in around 180 degree calcified plaque of the proximal right coronary artery. A 10/3.50 flextome cutting balloon catheter was selected for use. However, during first inflation at 8 atmospheres the balloon ruptured. The device was deflated and then completely removed from the patient's body with no component left inside. The procedure was completed with a different device and the patient's status was stable.